Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump was emitting 'exceeds total daily dose (tdd)' warnings. Patient was unaware of how to change the setting, unable to clear alarm, and switched to injections before contacting animas. Patient blood glucose ( bg) was high as 330mg/dl with severe symptoms of blurred vision. Current bg is 221 mg/dl with mild symptoms of dizziness. Customer support (cs) educated patient on tdd warning, the importance of date for tdd limits and was successfully able to assist with making changes. Cs advised patient to closely monitor bg and call back as needed. The patient continues on pump therapy. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia after not appropriately addressing the tdd exceeded warning.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: no defect was found.. A delivery accuracy test was successfully completed no alarms occurred during testing.. Pump was exercised for 24hrs; no alarms occurred during testing. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. Battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.